Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the peeling glue on the light guide cover likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was leaking from a crack on the bending section cover glue and a loose air/water inlet on the scope connector. The cracked glue on the bending section cover affected insulation and the water invasion had caused corrosion on the device. In addition, there was peeling glue on the light guide cover, a minor chip and missing glue on the pink rubber of the probe, which had not affected the function and a minor chip at the edge of the observation lens, which had not affected the function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope failed the leak test. The unknown procedure had been completed using the same device. There was no procedural delay. No other devices were replaced or involved in this event. During the inspection of the returned device, the device evaluation found peeling glue on the light guide cover. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.